Event description:
It was reported that this left bundle branch (lbb) lead was part of system revision due to infection. No additional adverse patient effects were reported. This lbb lead was explanted.